Event description:
Patient represenative reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device.. Additional observations: deformation is observed. Wear abrasion is observed. No further actions are required as the device was implanted."

Event description:
Patient representative reported left right side rupture. Device was explanted and replaced.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.